Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.

Event description:
Nurse has reported to the sales rep that they were unable to open the dall miles single tensioner. They were not able to pass a 2.0 mm cable through it.